Event description:
Hcp reported to manufacturer's representative that patient experienced overdose symptoms there weeks ago and is now experiencing withdrawal symptoms. Pump reservoir volume was 0.5 cc and 4 cc was expected on the programmer. A pump roller study was conducted and the rollers moved as expected. The hcp was unable to aspirate drug from catheter access port during catheter contrast study. Manufacturer recommended checking the previous refill programming to determine human error with programming at the previous refill and reviewed proper cap procedures, including needle insertion technique and cap kit patency/ needle bending. Reviewed complications can arise if the pump reservoir volume falls below 1 cc. Reviewed compatibility of pump and situations that could cause the pump to overinfuse, including increased temperature and pressure. The caller was not aware if the pump was exposed to those situations and stated she would comfer with the hcp and the patient. Radiolabeled. Indium dye study procedures/article were faxed to further investigate the patency of the cather. Hcp is discussing replacement of both the catheter and pump.